Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise and oversensing. The patient was received at the emergency room, where these issues were found, as he suffered an inappropriate shock. No additional adverse patient effects were reported.